Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. Investigation summary: bd had not received any samples or photos for investigation. A review of the device history record indicated a quality notification was raised for molding defect, open end flash, of the hemogard shield subassembly used in the production of lot 5286783. Units were put on hold, disposed of according to procedure; with affected molding cavities being blocked in response. Lot passed all in-process and final quality checks for lot release. This complaint has not been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, the caps of an unspecified number of tubes have sharp protrusions. No adverse impact was reported regarding the patient or user.